Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right atrial lead had dislodged when the physician attempted to extend the helix and then the helix would no longer retract. The lead was removed and replaced. The patient was stable.